Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure what tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What was the appearance of the suture during the second procedure? Did the patient experience an infection? If yes, were cultures performed? Results? Other relevant patient history/concomitant medications lot # if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that a patient underwent ring reduction gastroplasty revision on (B)(6)2019 and suture was used. Patient with history of several episodes of stenosis in gastroenteromastosis despite several endoscopic dilations. Post operatively, the patient experienced wound suture dehiscence and wound secretion. A debridement and intervention with new suture was performed on (B)(6) 2019. The patient status is unknown. Additional information has been requested.